Event description:
A balloon was used successfully during an arteriovenous hemodialysis fistula graft dilatation procedure. During withdrawal of the balloon catheter, the balloon material detached and remained in the patient. No retrieval attempts were made and the patient remains asymptomatic. A portion of the device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated the balloon material was completely detached from the catheter and was not returned for evaluation. A kink was noted at the strain relief. Adhesive was noted on the catheter shaft. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. The above factors may have contributed to this event. Co's directions for use state: "if loss pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully.